Manufacturer narrative:
Follow-up with the site indicated that the leaking issue was indicated to be with the tubing.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was leaking and disconnecting at a connection site. The medication being used was 5-fluorouracil. There were no reported adverse events.